Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Pump received with no button response at esc, act, up and down due to unlocked keypad connector during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the lip of the reservoir had crack. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.